Event description:
Per the clinic, the patient experienced the magnet had dislodged for no known reason (no trauma or MRI). The implant remains in-situ.

Manufacturer narrative:
This report is submitted on may 6, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on august 4, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown and necrosis (specific date not reported). The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on june 09, 2022.